Event description:
Subsequent to the initially filed report, the following information was received: it was reported that closure of the right common femoral artery was attempted with two proglide devices after a diagnostic procedure. Reportedly, both devices failed to deploy during step 2, as the plunger could not be depressed. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulty deploying the plunger could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 3190 - removed.

Manufacturer narrative:
Date of event: estimated. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that closure of an unspecified vessel was attempted with two proglide devices related to an unspecified procedure. Reportedly, an unspecified device failure occurred with both devices. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.